Event description:
The customer reported that leakage occurs several times.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.